Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer¿s blood glucose value was 10.9 mmol/l. Customer¿s current blood glucose was 2.8 mmol/l. The customer was assisted with troubleshooting. The customer treated low blood glucose value with food. Customer alleged insulin pump was over delivery because he was getting too much insulin while in auto mode. The device will not be returned for analysis.